Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead was explanted due to risk of lead damage during the explant procedure of the device and right ventricular (rv) lead. No additional adverse patient effects were reported.